Manufacturer narrative:
No product was returned and because a serial number was not provided, a manufacturing review could not be performed. However, based on the customer report, this event was determined to be related to user error. The customer entered a value of protein that was too high. The customer has implemented setting limits to prevent this type of incident. The abacus user guide directs users to thoroughly review all order data because serious harm or death may occur if an adequate review isn't completed. The abacus software changes an order to complete only after an authorized user completely finishes and approves an order. A thorough review of all data on each tab in the order entry process will minimize the risk of medication error. The event is logged under complaint file (B)(4).

Event description:
The customer recently had an order go through with a level of protein that was too high. The pharmacist, using abacus, entered the order at 8.8 gram/kg/day for protein instead of 1 gram/kg/day for an 8.8 kg patient. A dilution al error flagged; but instead of reviewing the order, the pharmacist lowered the protein valued until the error no longer flagged, which ended up being 6.6 g/kg/day or 6.6 times greater that the intended order. No adverse event reported. No medical intervention was performed.